Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The mother of a customer indicated via phone call that her son's insulin pump stopped working last night. The customer's blood glucose reading was unknown at the time of incident. The call was dropped and troubleshooting called the customer back but there was no answer. No further details given.